Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distilled tip disintegrated.

Manufacturer narrative:
Visual inspection : received a 4.0mm 90-s max serfas probe the unit was visually inspected under microscope and the alleged complaint was confirmed a piece of ceramic was detached from the tip. The detached piece of ceramic was returned with the unit. Wear marks were observed on the tube and insulation (heat shrink). Excessive wear marks observed on the outside lumen and insulation indicative the device was used excessively, the ceramic broke off probably caused by contact with another hard instrument. Functional inspection : no functionality test was performed due to the probe tip condition. As part of the probe investigation the device was connected to the serfas energy programmer box to read the activation history. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distilled tip disenegrated.